Event description:
Related manufacturer reference number: 2017865-2021-38090, 2017865-2021-38088. It was reported the patient presented in clinic due to a pocket infection. The patient's atrial lead, right ventricular lead, and pacemaker were explanted without issue. The pacemaker was sutured externally to the patient, and a new right ventricular lead was implanted without issue. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.